Manufacturer narrative:
One medfusion® syringe infusion pump was returned for investigation. Visual inspection revealed that the returned device was in okay condition; the top case and right plunger case were cracked. A review of the device event history log found that the motor rate error, check clutch error, and occlusion error had occurred. Further review of the log found that the clutch of the device had been released during an infusion. During functional testing, the motor rate error was able to be duplicated; however the occlusion error and check clutch error were not able to be duplicated. The force was found to be within manufacturing specification during testing. Investigation determined that the motor rate error was caused by two washers being installed in the device rather than one on a worm coupling. The root cause of the check clutch error was determined to be the release of the device clutch during an infusion. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a bad clutch error, occlusion error, and a motor rate error. No patient injury was reported.